Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study, it was reported that myocardial infarction (mi) occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the distal portion of saphenous vein graft (svg) to 1st diagonal with 90% stenosis and was 8mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with direct stent placement using a 2.25mmx12mm promus element plus drug eluting stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented to the emergency room with the history of worsening chest pain on exertion and troponin levels were elevated consistent with mi. Subsequently, the patient was referred for cardiac catheterization. The 90-95% ulcerated mid portion of svg to right coronary artery (rca) was treated with deployment of 4.0x38.00mm non bsc drug eluting stent with excellent results. The following day, the event was considered resolved and the patient was discharged on aspirin and ticagrelor.